Manufacturer narrative:
07-feb-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer via e-mail stated that their oral-b brush heads kept slipping out from their oral-b genius 6000-8000 toothbrush and did not stay on. No injury was reported. 18-jan-2022 case update: concomitant product lot updated to bc902270517. No injury was reported. 07-feb-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3765 genius and the concomitant product was oral-b power power oral care refills. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b brush heads kept slipping out from their oral-b genius 6000-8000 toothbrush and did not stay on. No injury was reported.